Event description:
It was reported that the patient experienced overnight hypoglycemia to approximately 55¿60 mg/dl, self-treated with oral glucose tablets and candy, and later experienced hyperglycemia up to approximately 400 mg/dl that decreased to 239 mg/dl during the call; the pump tubing disconnected when the pump fell, and the patient replaced the entire infusion set except the cartridge, received clarification that the pump requires manual unpause, was instructed on reviewing insulin delivery via the algorithm steps menu, on meal announcements within 30 minutes of eating, on the pump¿s gradual glucose-lowering behavior, and on the rewind function for cartridge changes. Symptoms included low and high blood glucose. Outcomes included no hospitalization and resolution of the immediate high with ongoing guidance. Investigation included troubleshooting and user education. Investigation of this case revealed cause of both hypo- and hyperglycemia was unclear, with user interface understanding and infusion set displacement addressed. It was concluded that the device functioned as designed after education, with no confirmed device malfunction and cause of glycemic excursions undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.